Event description:
It was reported that the patient presented with septic shock. It was alleged that the septic shock was refractory to inotropic support and required cardiac support, but was complicated with multiorgan failure and coagulopathy, which led to patient death. No intervention was performed on the leadless pacemaker (lp). There was no allegation that the lp caused or contributed to the infection.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.